Manufacturer narrative:
Product analysis: lock-up could not be confirmed. The programmer displayed a blank screen upon startup, but was able to display normally on an external monitor. The issue was attributed to a loose connection. The connection was re-seated and a bracket and screws were added. The handle and a hinge were found to be broken, and were replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited a software lock-up, prior to a device follow-up. The programmer was returned for service. There was no patient involvement.